Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined unit not reading fluid levels. The float on the level sensor was cleaned and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was not reading fluid levels correctly on both the cylinders. The event timing was outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.